Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Result: the review of the mfg paperwork verified that this lot met all pre-release specifications. Conclusion: as stated in the gore excluder aaa endoprosthesis instructions for use, potential device or procedure related adverse events include, but are not limited to, endoleak, improper component placement, and renal complications (e.g., artery occlusion, contrast toxicity, insufficient, failure). Additional gore device related to this event: (B)(4).

Event description:
On (B)(6)2010, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Aortic stenosis and heavy thrombus were noted. The gore excluder aaa trunk-ipsilateral leg endoprosthesis was placed without incident. When the delivery catheter for gore excluder aaa contralateral leg aaa endoprosthesis was advanced, it got caught on the contra-gate and pushed the trunk proximally, thereby covering the left renal artery. A balloon was used to pull the trunk down somewhat and a non-gore stent was placed in the renal to improve blood flow. The procedure was completed without further incident. Final angiography showed good flow to the left renal, and no evidence of endoleak. The pt was stable upon completion. No further complications have been reported.